Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated and confirmed the reported problem by the customer. The fsr replaced the user interface module and performed extended systems test and operational verification procedure. After all the procedures the ventilator meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device has a fuzzy screen on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.